Event description:
The user stated that the power cord sparked upon powering up. The unit was replaced and there were no adverse consequences reported by the user. Frayed and exposed wires were observed on the power supply during device analysis.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. External and internal visual inspections of unit revealed no exposed and/or frayed wires with returned power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.